Manufacturer narrative:
One infusion pump was returned for evaluation. A DHR review was performed subsequent to the manufacturing of the device and prior to its release; no problems were identified during this DHR review. Device underwent functional testing and the reported customer complaint has been confirmed. Pump was found to be displaying "no disposable alarm" message with an administration cassette attached when a "stop/start" key button is pressed. The problem source has been determined to be unknown.

Event description:
Information was received device has no disposable alarm. No adverse effects reported.